Event description:
It was reported that the device would operate in safe mode during testing. There was no pt involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
Internal components were evaluated which revealed that the needle valve of the handswitch was displaced from the housing.